Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0rstl, implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported that when impedance measurements were taken, all pairs were greater than 4000 when tested at default settings. Per the patient, this event occurred (B)(6) 2016. It was indicated that there was a scheduled lead revision for the day of the report, and the rep was going into the procedure imminently. There were no symptoms reported. There were no complications reported as a result of this event. The indications for use were bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
Analysis of the lead found that all conductors were broken 4.5 cm from the distal end. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information reported. Device returned for analysis.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep indicated that the lead was fractured causing all pairs to be greater than 4000 ohms. It was noted that all impedance values were within normal range after the revision.

Manufacturer narrative:
Fdc 67 now applies to the lead (3889-28) if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.